Event description:
Reportable based on analysis completed on 25 september 2013. It was reported that a crossing difficulty occurred. The 90% stenosed, 4.0mm in diameter, eccentric and de novo target lesion was located in the mildly calcified right coronary artery (rca). The lesion was predilated with a maverick2 2.5mmx15mm balloon catheter and a non-bsc 3.5x20mm balloon catheter. The 4.00x16mm promus element stent was advanced to the lesion but was unable to cross. The procedure was completed with two 4.0x8mm non bsc stents. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, stent damage was noted. A visual and microscopic examination found that the stent was damaged. 2 struts on the fourth most distal row were pulled upwards. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).